Event description:
The customer reported that vasoseal was used on 4/3/98 following a diagnostic catheterization procedure. The vasoseal procedure was deployed with single operator. After the procedure, the scrub assistant took over occlusive pressure. The pt returned to the hosp on 4/10/98 with a pseudoaneurysm which was successfully compressed with ultrasound.